Manufacturer narrative:
(B)(4). Insulin pump received with cracked lcd window, cracked belt clip slot and broken reservoir tube lip. The test infusion set and reservoir does not lock into place due to broken reservoir tube lip.

Event description:
Information received by medtronic indicated that the insulin pump had neither been bumped nor dropped. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.